Manufacturer narrative:
Tech checked the left siderail and found that it was missing the screw that attaches the siderail and the siderail latch together. Tech replaced the screw and nut to resolve the issue.

Event description:
Tech alleged that the left siderail would not latch. No pt impact.